Event description:
In early 2009, the pt was injected by the aesthetician, employed at the physician's office with novielle voice gelplus in the infraorbital area and checks. The left infraorbital area and right check became swollen and nodular after the procedure. There is a visible ridge between the two nodules. The physician prescribed steroids, however, the treatment did not resolve the symptoms.

Manufacturer narrative:
The novielle voice gel plus was not returned to the manufacturer, therefore, an evaluation of the product could not be conducted. The novielle voice gel plus is intended for vocal fold augmentation. The batch record for this lot has been reviewed and contains no abnormal manufacturing events. The complaint rate for this device is not considered abnormal. If additional information becomes available, it will be submitted in a supplemental report.